Manufacturer narrative:
B3: date of event corrected to 05-jul-2023 in supp2 MDR. Claim#: (B)(4).

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.7mm vticm513.7 implantable collamer lens of a -7.50/1.0/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault and angle closure with elevated iop. The problem was resolved. Cause of the event was the device. Reportedly, "13.7mm lens too big." H6: off-label - acd<3.0. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). The lens was removed and replaced due to severe vault and angle closure.